Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the drive shaft did not operate smoothly. It was further noted that it was difficult to couple tools, and the device made excessive noise and vibration. It was noted the bearings were broken and there was corrosion on internal components. The assignable root cause was determined to be due to improper cleaning, care, and immersion which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device would not make the burr device spin properly. During in-house engineering evaluation it was found that the drive shaft did not operate smoothly, was difficult to couple tools, and made excessive noise and vibration. It was unknown if the device was used in surgery, or if there was patient involvement. It was unknown if there were any delays in a surgical procedure or if a spare device was available. There were no reports of patient or user injuries. It was unknown if there was medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.